Event description:
It is reported that the device was implanted in 2000 and that the pt will be undergoing a planned revision, due to tibial base plate loosening which started in 2005.

Manufacturer narrative:
Evaluation summary: neither devices nor x-rays were available for evaluation. Tibial baseplate loosening may be attributed to inadequate cement technique around the keel of the stem or due to inadequate quality of tibial bone stock. However, without additional info, the device or x-rays, the cause of the loosening cannot be definitively. Determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.